Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed the casing around the pump's display was cracked/damaged and that there is moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, visible moisture was found in the display. A crack at the bottom of the display lens was found. A crack in the cover was found between the corner of the lens and the case seal. A leak test was performed and failed due to the a crack in the pump case near the corner of the lens. The pump was opened to find moisture and moisture corrosion on the printed circuit board. The display was dim due to the moisture in the pump. No moisture was found in the battery compartment.

Manufacturer narrative:
Follow-up #2: date of submission 12/27/2016 ¿ correction to serial #.